Event description:
Header defective and fluid leaking into 3 ports.

Event description:
Header defective and fluid (blood) leaking into 3 ports. Device susbequently returned due to patient alert for lead impedance out of range, noise on egm, and ports completely filled with blood.